Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet was implanted in a patient. The sizing of the device was determined by transesophageal echocardiogram (tee) diameter and visual angiography using catheter calibration method. 4 hours post implant, the device embolized requiring computer tomography surgery to retrieve the device. It is unknown if a new device was implanted. Patient remain stable in intensive care unit.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that after the device implanted, the device embolized and required computer tomography (CT) surgery to retrieve the device. It is unknown if a new device was implanted. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a